Event description:
Information per operative report: the patient is a (B)(6) female who has had multiple episodes of nausea, vomiting and abdominal pain with a preoperative diagnosis of recurrent high grade partial small-bowel obstruction. Exploratory laparotomy and lysis of adhesions were performed. The patient had two indwelling patches, one composix kugel hernia patch and one unidentified, composite mesh. Per intra-operative findings by the surgeon, the composix kugel hernia patch appeared to be significantly kinked. Several loops of bowel were observed within the kinked composix kugel mesh which were suspected to have created the patient's obstruction because of dilation prior to and complete collapse after. These areas were causing the obstruction. The composix kugel patch was removed. The other composite mesh was not explanted.

Manufacturer narrative:
Returned was an intact explanted mesh. Most of the eptfe overlap had curled toward the eptfe side of the device with a small section of the overlap curled toward the mesh side of the device. There was tissue ingrowth into the mesh side of the device with no tissue attached to the eptfe side of the device. A sharp bend in the recoil ring in one section of the patch was observed, however, the ring did appear to be intact at the bend and in all other areas around the circumference of the device. We have contacted the initial reporter to request additional information regarding the product identifiers. This MDR includes all patient, event and device information davol has received to date.